Manufacturer narrative:
(B)(4). Batch # n53w63. The analysis found that one ec60a device was returned with no apparent damage and with one ecr60d cartridge not loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: an you please clarify what was meant by, wasnt a good clipping: chewed (lacerated) stomach; when there wasnt a good clipping, did the device deliver any staples: yes; if yes, were the staples formed properly: no.

Event description:
It was reported that during a bariatric sleeve procedure, after the third use of the charge ecr60d, the stapler ec60a, cut (chewed the stomach), but there wasn't a good clipping, leaving open the stomach. There was replacing of the golden charge by ecr60b. There were no adverse consequences for the patient.